Manufacturer narrative:
At analysis the stated reason for return of the screen not being well-calibrated was confirmed, the touch screen was noted to be out of specification. It was additionally noted that the keyboard was damaged and that an error was found in the software history. The bezel assembly (touch screen) and keyboard were replaced and the touch screen calibrated, new software was installed and the device then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer was not well calibrated. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.